Event description:
It was reported that the user experienced frequent low glucose readings without a clear cause while using the ilet bionic pancreas, with no device alerts or alarms reported and treatment consisting of oral glucose. Symptoms included hypoglycemia with a low of 39 mg/dl. Outcomes included user-reported low and very low glucose time. Investigation included case review and assignment for additional training to discuss potential cgm target adjustments and strategies to reduce low glucose exposure. Investigation of this case revealed no device malfunction was identified, and potential contributing factors included concomitant medications and recent dose changes reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.